Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The trunk cable was pulled from strain relief pulling the pulse wire heat shrink off of the pulse wires, causing the pulse wires to short together. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) patient was receiving frequent gong alarms.